Manufacturer narrative:
Section a1-a4: there was no patient involved. Manufacturer's investigation conclusion: the root cause of the reported event was determined to be due to a manufacturing issue with the centrimag motor. No issues with the centrimag pump were identified through this evaluation. Evaluation of the returned motor found that the root cause of the event was a manufacturing issue with the motor; refer to the motor investigation regarding these findings (MFR 3003306248-2024-06319). The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The centrimag blood pump instructions for use (IFU) is currently available. The IFU cautions to always have a backup centrimag pump, console, motor, and accessories available for use. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." Section 10 of the operating manual entitled "emergency / troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." Perform troubleshooting on the non-functioning system when it is no longer being used for patient support. Section 12.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including motor-related alarms, as well as appropriate operator response to these events. The current revisions of the instructions for use (IFU) and operation manual can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during the setup and priming of a centrimag system, the customer noticed a rattling/pulsating magnet /rotor when the blood pump was inserted into the centrimag motor. No patient was involved in this report. The customer recognized that the pulsating blood pump the motor was unusual and opted not to use the system. The condition did not produce any alarms.